Event description:
Novofine needle broke in the skin during injection, causing need for surgery and an ugly scar [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "novofine needle broke int he skin during injection, causing need fro surgery and an ugly scar" with an unspecified onset date (2 years prior the report), and concerned a (B)(6) male pt who use novofine (needle) from an unk date due to type 1 diabetes mellitus. Pt's height, weight and bmi: not reported. Medical history included type 1 diabetes mellitus (duration: has to live with his diabetes all his life). Two years prior the report in (B)(6) 2015, on an unspecified date, novofine needle reportedly broke under the skin during injection. The piece of was surgically removed, but it left an ugly scar at the stomach region. The pt changes the needle with every injection. Action taken with novofine was not reported. The outcome for the event "novofine needle broke under the skin during injection" was reported as recovered with sequelae. This case is linked to argus number: (B)(4) (same patient).

Event description:
Case description: the outcome for the event "novofine needle broke under the skin during injection, causing need for surgery and an ugly scar" was reported as recovered with sequelae (sequelae described as ugly scar). Investigation results: novofine, batch unknown, no investigation was possible, because neither sample nor batch number was available. Manufacturer's final comment: 18-jun-2015: as the needle has not been returned to novo nordisk a/s for investigation and batch no. Is unknown, it is not possible to identify a clear root-cause of the experienced event. Evaluation summary: novofine, batch unknown. No investigation was possible, because neither sample nor batch number was available.